Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification. Device was discarded and not returned for evaluation. There is no suggestion from the surgeon or the peri-operative imaging that there was an issue with the initial placement of the device. Based on the CT imaging, the migration of the mesh component into the spinal canal was confirmed. Device migration are known inherent risks identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the pivotal superiority study. In similar complaints, the possible cause of the occlusion component migration was mechanical loading on the occlusion component due to intradiscal pressure developed in response to the patient's activities. Explanted component was not returned.

Manufacturer narrative:
Device not evaluated since it was not returned to intrinsic. Device manufacture date not known. (B)(4). Device is not available for evaluation. The reporter is a part time contractor for intrinsic on a need to basis.

Event description:
The patient was treated by dr. (B)(6) implanted a barricaid in 2018 - month and date have not been provided. In 2019, the patient had a cerebrospinal fluid fistula. In 2020, a relapse (reherniation) developed, which emerged medially from the implant. There was no particular trauma to the event ahead. The mesh had migrated and had to be removed but the anchor was left in place. In the absence of an implant card, the serial number and the size of the barricaid are no longer traceable. No other information is available at this time.